Event description:
This is filed to report a clip that opened while locked. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted anterior leaflet. One mitraclip was implanted central on a2p2, the device functioned as intended, and all steps were followed per instructions for use (IFU). Upon deployment the mitraclip was closed at 0-5 degrees. There were no adverse patient effects or clinically significant delay. On (B)(6) 2023, a follow-up transesophageal echocardiogram (tee) was performed. Per the physician the mr had increased to grade 2, possibly due to the clip opening while locked (cowl). There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. The recurrent mr appears to be related to the procedural condition of the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) echocardiographic videos of the reported device were provided. Both videos provide side-by-side 3d en face views; one with color doppler and one without color doppler. The 3d en face view is an atrial view of the "top" of the valve, such that the clip cannot be directly visualized as it is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be discerned in this view. The tip-to-tip distance can be loosely correlated to clip arm angle; a smaller tip-to-tip distance implies a smaller, more closed clip arm angle while a larger tip-to-tip distance implies a larger, more open clip arm angle. Further assessment of the 3d en face views were conducted, pausing the videos on a frame best capturing the view of the tips of the clips on the leaflets. The relative location of the clip arm tips are denoted with colored lines in snapshots from the video and compared. While this method is not an exact measurement, it will give a general idea if/when the clip arm angle changed. The first video was taken during the procedure, post deployment of the reported clip and is denoted "images from the case, post clip deployment". The tips of the clip arms can be discerned in only the left view when paused at the 00:03 mark. The tips of the clip arms cannot be discerned in the right view. Figure 1 provides a snap shot of the procedural views with the relative location of the tips of the clip arms denoted with redlines in the left view. The second video was taken during the follow up tee performed on (B)(6) 2023 and is denoted "images from follow up". The tips of the clip arms can be discerned in both the left and right views, with the relative location of the tips of the clip arms denoted in yellow lines in figure 2. In addition, the relative location of the tips taken from the procedural view in figure 1 are overlayed (red lines) for visual comparison. Based on the echo videos provided and the relative location of the tips of the clip arms in each, there does not appear to be a noticeable or significant change in the clip arm angle during the follow up tee (figure 2), as compared to the video taken during the procedure (figure 1).¿.